Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and customer was unable to hear the sound of alert when insulin pump was giving alert. The customer¿s blood glucose level was 422 mg/dl. The customer was treated with bolus. Customer's other blood glucose was 329 mg/dl. Customer was stated that infusion set cannula was bent. Customer was able to resolve the issue by changing infusion set. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.